Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: electrical/electronic problem; cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The bronchovideoscope was returned to the service center with a report of does not pass test (distal tip). This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, no image was found. There was no patient involvement.